Event description:
The customer reported the generation of erroneous patient results for multiple analytes on their au5800 clinical chemistry analyzer. The customer reported the affected analytes include, glucose (glu), bilirubin (bil), albumin (alb), urea, lactate dehydrogenase (ldh), c-reactive protein (crp) and magnesium (mg). The patient samples were repeated on another au5800 analyzer with results considered correct. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. Data was provided.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and observed that both sample probes were stuck in the sample probe holders. The fse identified the failure mode as a defective sample probe holder and sample probe. The fse replaced the sample probe holder and sample probe to resolve the issue. System performance was verified, and the customer was satisfied. Section a2, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is case (B)(4) .